Event description:
Pt reported that back to back test readings were 48 and 78 mg/dl (48% difference). No symptoms were reported. Pt mentioned that confirmation dot on first test (48) may not have been completely blue. Control solution was expired. Lfs reps reviewed procedures and discussed back to back testing with pt. There was no allegation of harm.